Manufacturer narrative:
The insulin pump stuck in unexpected restart alarm loop due to faulty connector on the motherboard. Unable to perform the displacement test due to unexpected restart error alarm. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window, cracked case at the reservoir tube window corner, cracked reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump alarmed a121 (unexpected restart. A cold reset was performed). The insulin pump will be replaced at the doctors' request. The customer's blood glucose value was not reported. No further information was provided.